Event description:
The site reported that on (B)(6) 2023 during the implant procedure for a light adjustable lens (lal sn (B)(6), +16.0d), a capsular bag tear occurred. The surgeon noted the entire lens was in the bag but decentered nasally by about 2-3 mm. No vitreous loss was observed. At a post-operative follow-up visit on (B)(6) 2023, the patient's vision was reported to be 20/20 with manifest refraction being +0.50 +0.50 x180; however, the patient reports dysphotopsia and diplopia. On (B)(6) 2023, the surgeon performed a repositioning of the lal. Rxsight's first awareness of this event was on 04/27/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The surgeon noted that the entire lens was in the bag and he was able to complete the surgery; however, the lens was decentered nasally about 2-3 mm. No vitreous loss was observed. The surgeon does not believe the cause of the capsular bag tear to be an issue with the integrity of the lal, haptic, handpiece, or cartridge. He noted the potential cause to be "tractional force". The lens remains implanted in the patient's eye. No further evaluation is possible at this time. Manufacturer reference #: (B)(4).